Manufacturer narrative:
H4 - device MFR date - updated. The suspected device was not received for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device was started. The total intended length of infusion was 46 hours; however, the device stopped the infusion approximately 15 hours early. The device had been programmed to deliver a total volume of 100 ml at a rate of 2.2 ml per hour. The total volume infused was 68 ml, and the remaining volume was 30.6 ml the event occurred during infusion, with patient involvement and no harm.